Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that several noise reversion episodes and at least one aborted episode were observed. Noise was not reproduced. The patient uses a heating blanket. The r-waves were varied widely. The physician opted to monitor the patient.